Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure where an irrigation issue occurred with the vizigo used on the patient. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot: 00002924 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On 22-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure where an irrigation issue occurred with the vizigo used on the patient. It was initially reported by the customer that during the operation, device was not irrigating; there was a perfusion pathway blockage. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 13-jan-2026, additional information was received indicating there was an alert from the pump indicating there was a fluid obstruction. The device was used on the patient. The issue resolved when after vizgo sheath replacement. There was no resistance felt. Based on the information received indicating there was an irrigation issue with a device used on the patient, the event was reassessed as an MDR reportable malfunction.